Event description:
After firing a cs25 in a total gastrectomy procedure, it was noted that the tissue had been only partially cut. The transection was subsequently completed by electro-cautery.

Manufacturer narrative:
Patient's age and weight are not known. (B) (4). The device was discarded owing to the fact that the patient had an infectious disease, and so was not evaluated by the manufacturer. Complaint will be trended. (B) (4): device not returned.